Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of teh sheath not splitting as intended and 1 case of device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, introducer was difficult to thread, splittable sheath did not completely separate / introducer did not peel apart correctly, introducer difficult to remove from vein and plastic tip of introducer seemed to stick / adhere to the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd introsyte introducer experienced 2 cases of the sheath not splitting as intended and 1 case of device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via introsyte introducer survey that the clinician experienced introducer breakage / defective or damaged introducer, introducer was difficult to thread, splittable sheath did not completely separate / introducer did not peel apart correctly, introducer difficult to remove from vein and plastic tip of introducer seemed to stick / adhere to the catheter.